Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons had to pressed harder. The customer¿s blood glucose level was unknown at time of incident. Insulin pump had unexplained no delivery alarms, slower to rewind, grinds to rewind and crack at the face of insulin pump and battery cap area. The insulin pump will not be return for analysis.